Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n188498, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, lot# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that, during refills over the prior year or so, the nurse was getting more medication out of the pump than previously. The healthcare provider indicated that it was ¿possible¿ that the catheter was ¿probably plugged up¿ and the patient was getting decreased medication. It was indicated that the patient¿s previous refill was six weeks earlier and the next one was scheduled for (B)(6). It was also noted that, six months earlier, the patient had gone in for imaging on his lower back, but he could not recall what the imaging was for. The device system was used to deliver fentanyl and bupivacaine.